Manufacturer narrative:
The insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or unexpected numbers scrolling during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with cracked reservoir tube lip, cracked case at the display window corner, minor scratches on lcd window, cracked lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they woke up with a high blood glucose of 399 mg/dl. The customer stated they changed the infusion set and treated their blood glucose with the insulin pump when a button error alarm occurred after. Customer also stated the insulin pump was scrolling through the numbers. The customer's blood glucose was 158 mg/dl at the time of incident. The customer could not recall any significant events leading to the alarm. The customer reported possible moisture exposure from sweat to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.